Event description:
Nine lead aprons were tested using a tbm-3 survey meter for beta radiation, and found to be contaminated with readings of 0.5-1.2 mr/hr. Alt devices in use since april or may of 1997.